Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was clogged. The following information was provided by the initial reporter: "claimed clogged needle".

Event description:
It was reported that the bd ultra-fine¿ pen needle was clogged. The following information was provided by the initial reporter: "claimed clogged needle".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2023 . H6: investigation summary twenty-one open 31g x 6mm and two sealed 31g x 6mm pen needle samples and two photos were returned from lot. No. 2292495, cat. No. 320523. A clog test was carried out on the 21 open samples and two sealed samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.